Event description:
The hcp reported that the device was explanted. "Pump seems to be delivering medication inconsistently-pt in and out of withdrawals." The actual reservoir volume was significantly less than expected. The hcp reports "probable battery depletion." The pt was experiencing low back pain, "aching all over," "like pt is getting the flu." Nausea, fluctuating pain relief and restlessness at night. An MRI was performed to assess catheter tip - date and results are unk. The pump was replaced with another device. The hcp reported that following replacement of the pump, the pt has been "doing well" with improved and consistent pain relief on the same dose of medication.